Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was no longer working. Customer was hospitalized for two weeks due to heart surgery and wanted to go back to insulin pump. No further details were provided. The product was not returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No alarms were noted during testing.